Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure when the injector was rotated by the doctor, the lens got trapped at the tip of the cartridge and generated a pressure that broke the tip of the cartridge and the lens. Hence the lens was removed during the same procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The lens loading and initial advanced was not shown. The cartridge tip came into view from the top left. A yellow lens was visible advanced to the parting line. There appeared to be some difficulty inserting the tip into the incision. There appeared to be difficulty advancing the lens. The plunger could be seen overriding the trailing optic edge as the lens was advanced, appeared to be a company IV handpiece. The tip of the cartridge split along the top due to the force from the plunger override. The cartridge was retracted, which left the lens partially inserted through the incision. The lens was damaged at the area of the plunger override. The video ended with the lens still in the incision. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. It is unknown if a qualified viscoelastic was used. A qualified cartridge and handpiece were observed on the video. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Based on review of the provided video a plunger override occurred, which caused damage to the cartridge and the lens. There appeared to be difficulty advancing the lens. The plunger could be seen overriding the trailing optic edge as the lens was advanced, appeared to be a company IV handpiece. The tip of the cartridge split along the top due to the force from the plunger override. The cartridge was retracted, which left the lens partially inserted through the incision. The lens was damaged at the area of the plunger override. The cartridge preparation and lens loading were not shown. It is unknown if an adequate amount of viscoelastic was used. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.